Event description:
A doctor reported that a memory lens iol implanted in patient's right eye in 1999 was explanted in 2003 due to opacification. The patient has recently been treated for vitreous hemorrhage and has also experienced a detached retina which the doctor plans to treat at the same time as the lens replacement. At 6-2003 visit, visual acuity reported as 20/50 to 20/60 (hand movement). Patient's prognosis stated as fair. No further information is available at this time.